Event description:
Gas collecting manifold "snaps off" too easily. If a peep valve is attached, any inadvertent touching of setup will cause the manifold to break away, causing a loss of peep. There is no low peep alarm for the ventilator series device is used on and therefore this may place pt at risk. (*)